Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller stopped working over the weekend. Patient said the controller was fully charged and then went to charge the implant, but when they went to check the progress , the screen was blank and wouldn't do anything. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller powered on. Patient reset the date and time after seeing memory problem. Patient then re-inserted the battery and confirmed the green light on the controller was blinking. Patient later said for a couple months, they had noticed the recharger paddle getting hot and they would hurt in that area when charging. Patient said the manufacturer representative (rep) told them to call patient services a couple months ago, but patient didn't until rep told them to call again after controller went blank. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from the manufacturer representative (rep) saying that they were not made aware of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.